Event description:
It was reported that during an evaluation conducted by a manufacturer field service technician, exposed wires were observed on the rover's power cord. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A manufacturer field service technician was dispatched to the user facility to evaluate the device for an unrelated issue. Visual inspection revealed that the power cord was damaged, which exposed bare wires. The cause of the damage is unknown, but may be the result of mishandling. The power cord assembly was replaced and the rover was returned to use.